Event description:
Follow up report for (B)(6); MFR report #: 3005994106-2020-00079.

Manufacturer narrative:
Follow up report provide information not known at the time of the original report, such as, investigation type, findings, and conclusion.

Event description:
Pta case in which the physician used three 12x4 first choice balloons all of which experienced issues. One burst, one leaked, and one came apart where it connects to the syringe. This report focuses on the burst device. All three devices had the same lot number and expiration date (lot3 22001203, exp- 6/2/23).